Manufacturer narrative:
1. The customer returned 2 photos and 1 used sample. 1)the returned photo shows that the septum of the sample has been dislodged and the injection hole of the catheter hub is exposed. 2)check the distribution of uv adhesive in the catheter hub of the returned sample under the purple lamp. No abnormality is found in the amount and distribution of uv adhesive. 2. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 3. DHR/bhr review(lot#3234086): 1)this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for functional test (45psi leakage test), no leakage is found, and no abnormality is found on the septum. Please see attachment pr#9625937-2 for the test report. 4. Sku#383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample, no abnormality is found in the distribution of uv adhesive in the catheter hub of the returned sample, and the product (sku 383062) has never been declared to be used for high-pressure injection, so the root cause of the dislodgement of the septum is related to the wrong use of the product.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked at septum the patient had an indwelling needle placed in the cardiology department. After going to the CT room for contrast-enhanced imaging, it was discovered that blood leaked from the isolation plug. No green claim is required, a complaint response letter is required, a complaint acceptance letter is required, samples can be returned, and photos are provided patients have doubts about the quality of indwelling needle products and hope for an official explanation and a quality test report.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.